Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis on (B)(6) 2016. The patient was hospitalized on either (B)(6) or the year 2017 as well. The patient also woke up on (B)(6) 2017 with a blood glucose of 538 mg/dl. The patient treated via manual insulin injection followed by insulin pump therapy. Troubleshooting was initiated and the insulin pump passed the high pressure test. The insulin pump was not returned for analysis.